Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08720 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted. No air bubble anomaly noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level 567 mg/dl. Customer¿s current blood glucose level was unknown. Customer was treated with manual injection. Customer declined to check air bubble or leak. Customer was alleging insulin pump for under delivering because customer experienced high blood glucose level. Drive support cap was normal. Customer stated that the high pressure test was failed the insulin pump will not be returned for analysis.